Manufacturer narrative:
There was no report that a da vinci system, instrument or accessory malfunctioned during the procedure. A system log review was not performed since there was insufficient or unconfirmed product/event information.

Event description:
A patient who was enrolled in a study underwent a da vinci-assisted benign hysterectomy surgical procedure. During the 30-day telephone consultation, the patient reported experiencing abdominal pain approximately two weeks earlier. The patient reported she was re-hospitalized and underwent a new laparoscopic procedure with early-adhesiolysis and extensive rinsing due to adhesions identified after surgery due to a large wound area. The event was deemed resolved the day after the laparoscopic procedure and the patient was discharged on this same day. There was no report of a da vinci device malfunction. The study investigator classified the event as moderate severity a clavien-dindo grade iii, and it had a causal relationship to the procedure, and a causal relationship to the patient's underlying disease status.